Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - lower right side of body') in an adult female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cough, abdominal pain, back pain, haemorrhage nos, endometriosis and endocervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and bladder disorder had resolved and the urinary tract disorder outcome was unknown. The reporter considered bladder disorder, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. X-ray - on (B)(6) 2013: normal appearing uterine cavity. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Lot number:a15530 manufacture date:2012-06 expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - lower right side of body') in an adult female patient who had essure (batch no. A15530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cough, abdominal pain, back pain, bleeding, endometriosis and endocervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and bladder disorder had resolved and the urinary tract disorder outcome was unknown. The reporter considered bladder disorder, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. X-ray - on (B)(6) 2013: normal appearing uterine cavity. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs & mr received. Reporter information, lot number was added. Case become incident injury nos replaced by new event pelvic pain female, bladder disorder, urinary tract disorder. Medical history and lab test was added. Event outcome added pelvic pain female, bladder disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.